Event description:
The pump was set up and infusing pavulon. The rate and volume to be infused is not known. During the infusion the pump reportedly alarmed failure on channel "a" stopping the infusion. The nurse was not able to remove the tubing from the "a" channel. Because the tubing could not be removed the nurse had to order a new IV set and drug from the pharmacy. This reportedly took one hour. During this time an injectable form of the drug had to be administered. When the IV set and drug arrived the infusion was set up on a different pump and restarted. No pt injury occurred.